Manufacturer narrative:
The biomedical engineer reported that gz telemetry transmitter bed ID tele 73 was monitoring a patient without any issues. The staff wanted to add another gz telemetry transmitter bed ID tele 81 to a different central nurse's station (cns) to monitor a different patient, but when they turned on the device and selected the bed ID under the monitor bed window on the cns, the gz copied the patient information and waveforms from tele 73. Tele 73 continued to monitor the patient without any issues, but the bed ID would change to tele 81, but physically on the gz it was still tele 73. Tech support (ts) verified there was no ip conflicts. Tele 73 ip information: gz-130pa sn (B)(4), software version 2-22, 172.16.240.85, 255.255.255.0, 172.16.240.1. Tele 81 ip information: gz-130pa sn (B)(4) , software version 2-22, 172.16.240.93, 255.255.255.0, 172.16.240.1. This issue occurred previously on (B)(6) 2021 on a gz telemetry transmitter with the same ip 172.16.240.93. Address and another gz unit, and that complaint is being addressed in 300281992. No patient harm was reported in both complaints. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the gz telemetry transmitter. Telemetry transmitter, model: z-130pa, sn:(B)(4) , device manufacturer date: 09/24/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Central nurse's station (cns) model: cns-6801a, sn: (B)(4), device manufacturer date: 11/06/2017, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Central nurse's station (cns), model: cns-6801a, sn:(B)(4), device manufacturer date: 09/20/2018, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned,

Event description:
The biomedical engineer reported that gz telemetry transmitter bed ID tele 73 was monitoring a patient without any issues. The staff wanted to add another gz telemetry transmitter bed ID tele 81 to a different central nurse's station (cns) to monitor a different patient, but when they turned on the device and selected the bed ID under the monitor bed window on the cns, the gz copied the patient information and waveforms from tele 73. Tele 73 continued to monitor the patient without any issues, but the bed ID would change to tele 81, but physically on the gz it was still tele 73. Tech support (ts) verified there was no ip conflicts. Tele 73 gz-130pa sn (B)(4). Tele 81 gz-130pa sn (B)(4). This issue occurred previously on (B)(6) 2021 on a gz telemetry transmitter with the same ip (B)(4). Address and another gz unit, and that complaint is being addressed in (B)(4). No patient harm was reported in both complaints.

Manufacturer narrative:
Details of complaint: the customer reported that when the staff attempted to admit a gz telemetry transmitter (tele 81), the device took on the patient information from another gz transmitter device (tele 73). No patient harm was reported. Investigation summary: the service history for this facility was reviewed to find similar events. Under ticket (B)(4), the customer reported another occurrence of the same issue. The proposed resolution was to reboot the server. On (B)(6) 2022, the customer stated they were looking for the right time frame to perform the server reboot to minimize down time in patient monitoring. On (B)(6) 2022, the customer called back to report the same issue. Under ticket (B)(4), the customer reported the issue continued to occur sporadically. On (B)(6) 2022, the issue was reported resolved by adding an additional ip address to the telemetry server configuration tool. No other reports of duplicate patient information found. The configuration of the telemetry system caused the reported issue. Configurations are verified for performance at system design and install. When there is an addition or removal of devices from the network, the configuration file would need the corresponding update.

Event description:
The customer reported that when the staff attempted to admit a gz telemetry transmitter (tele 81), the device took on the patient information from another gz transmitter device (tele 73). No patient harm was reported.